Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had cracked case at the display window corners, minor scratches on the lcd window, scratches on the reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had physical damage on the insulin pump. Customer's blood glucose was 122 mg/dl. Customer stated that she had a no delivery alarm and she had changed the site but nothing was working. Customer stated that the damage was on the battery compartment and on the left corner of the screen. Customer stated that she hasn't dropped the pump and does not know how the cracks occurred. Customer stated that it had a low battery alert but when she inserted a new battery, it would empty it out quickly. Customer could not get the pump to load so she had to change the site a couple of times. Customer's blood glucose was at 299 mg/dl yesterday and then it was low at 54 mg/dl. Customer stated that this is not normal for her. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.